Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up, device could not be interrogated after connecting to the programmer. After re-booting the programmer and re-connecting the rf antenna, clinician was able to interrogate the device without any issue. The rest of the follow-up proceeded normally with no events. Device download to re-store rf functionality was recommended. Clinician will discuss recommendations with the physician. Patient was stable and will continue to be monitored.